Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient faced an event of hyperglycemia on (B)(6) 2026. Blood glucose level at the time of event was 390 mg/dl and was treated with insulin via pump. No further information available.